Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer was unable to troubleshoot at the time of the call and was driving. Customer's blood glucose level was 02 mg/dl. Customer took out the reservoir and put it back in. Customer was advised to call back when the alarm occurs. No additional information provided.